Event description:
It was reported to boston scientific (bsc) that a customer had problems during use of a detachable coil. According to the customer: "the physician introduced the first coil into a basilar aneurysm and the coil was not fitting into the aneurym. Physician decided to pull coil back into the catheter to reposition the coil. The coil then "cherry-stemmed" at the tip of the catheter and snapped. A small portion of coil remained in the aneurysm knotted at the tip of the catheter. The remainder of the coil was pulled out of the proximal end of the catheter. Physician then pulled catheter out and left distal coil in the aneurysm. Physician decided that the case was over for this day. Then they woke patient up and the patient was breathing on his own and moving his extremities." No patient complications were reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on 11/02/2006 for evaluation. An investigation on the device in question is currently in progress. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.